Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. Review of the device log revealed no power-related error messages or evidence of an inappropriate shutdown. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician was able to power the device back on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.